Event description:
The pt, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unk at this time if the hip product is actually the durom cup. The date of surgery is unk and the status of whether or not a revision surgery has taken place or is in discussion is also unk. It is noted that the pt is currently being monitored.

Manufacturer narrative:
This complaint is being unclear. The report did not mention if the product is a zimmer product and no event was reported. Just because it is a legal case, we are reporting this complaint. Because of all the uncertainties of this complaint, it will be treated as a case related to the issues for which zimmer implemented a correction in july 2008. There will be no further investigation and no f/u reports needed for this case and zimmer (B)(4) will consider this case as closed. (B)(4).